Manufacturer narrative:
Concomitant product: ddbb1d1 ICD, implanted: (B)(6) 2015, this event involves a legal case in progress or potential litigation. If follow-up was required, efforts have been made to obtain additional information. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Event description:
An attorney alleges the device was not properly connected and the patient required a surgical procedure, which led to the patient's demise as a result of a complication. No other information is known at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.